Manufacturer narrative:
A field service engineer was dispatched to the customer site. The catalytic converter, oil mist filter, and push-on hose were replaced to resolve the smoke/haze/mist issue. Unit meets specifications and was returned to service. (B)(4).

Event description:
A customer reported an event of a "smoke" or haze/mist emitting from the sterrad® 100s sterilizer. There was no report of any injuries or human reactions. The customer was advised to turn the unit off and leave the room. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
Device available for evaluation correction from no to yes. Device evaluation by manufacturer correction from not returned to manufacturer to yes. Asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the smoke/haze/mist issue, system risk analysis (sra) and functional analysis. Trending analysis of the smoke/haze/mist issue was reviewed from november 2017 to may 2018 and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." The catalytic converter was returned and tested. The catalytic converter completed and passed the test cycle with no failures, faults, problems, or error. No smoke, haze or mist was present and no odor/smell can be detected. The reason for return of the catalytic converter was not confirmed. The oil mist filter was returned and tested. The oil mist filter completed and passed the test cycle with no failures,.the reason for return of the oil mist filter was not confirmed. The push-on hose was returned and tested. Physical and visual inspection of the push-on hose found the hose damaged, frayed, and deteriorating. The reason for the return of the push-on hose was confirmed. The assignable cause of the smoke/haze/mist issue is likely due to the oil mist filter, catalytic converter and push-on hose. The field service engineer replaced these parts and confirmed the sterrad® 100s was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. Asp complaint ref #: (B)(4).

Manufacturer narrative:
The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. Asp complaint ref #: (B)(4).